Event description:
The pt has two leads with the same lot number. It was reported the pt is experiencing ineffective pain relief. In turn, the pt was referred to an alternate health institute.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.